Event description:
The her option probe would not thaw during an endometrial ablation. The doctor had to wait for the probe to defrost in order to avoid causing harm to the patient.

Manufacturer narrative:
The returned her option probe was thoroughly investigated by our quality engineer. A small spot of thermal grease was noted on the contact land which prevented the probe from being recognized during the initial electrical test. The thermal grease was cleaned with isopropyl alcohol and the probe was re-tested electrically and passed all tests. The her option probe was also functionally tested on a her option control unit and the device failed during pre-cool. The unit then defaulted into cycle cool down and reached -110 degrees c, but did not end the cycle to thaw. This complaint is currently still under investigation by our engineering and service and repair departments. (B)(4).